Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller stated she tested and result was 22, she retested and result was 452, tested again result was 200 - all within 5 minutes. Educated on the proper procedure for testing. Caller is storing meter and strips in kitchen - suggested that she move to a room with not so many temparature/humidity changes. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.